Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to having a short implant. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.